Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 430 mg/dl. Customer¿s other blood glucose was 256 mg/dl. Customer states that insulin pump had insulin flow block alarm. Customer states that insulin exits. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.